Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# va2l1kt implanted: (B)(6) 2022: product type lead product ID 3387-40 lot# va2l1kt implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the MRI was performed due to worsening of the symptoms of the disease, worsening of aggression, worsening of hetero- and self-aggression. The explant procedure has not been scheduled.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# va2l1kt serial# implanted: (B)(6) 2022, explanted: product type lead product ID 3387-40 lot# va2l1kt serial# implanted: (B)(6) 2022, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# va2l1kt: product type lead product ID 3387-40 lot# va2 l1kt: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 05-apr-2026, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(6), ubd: 05-apr-2026, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was lead migration/dislodgement. Diagnostic methods included imaging where there was surgical changes due to implantation of deep stimulation electrodes, with distal ends in the topography of the subthalamic nuclei. Etiology indicated the relationship of the event to the device or therapy was a causal relationship. No actions have been taken and the issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Required in-patient or prolonged hospitalization

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# va2l1kt implanted: (B)(6) 2022 product type lead product ID 3387-40 lot# va2l1kt implanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2024.